Event description:
Patient was revised due to poly wear and osteolysis.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the lot code required for retrieval was unavailable. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately 14 years of implantation. The investigation could not verify or identify and evidence of product condtribution to the reported event with the information available. Additionally, the investigation has determined that this product code has been inactive/obsolete since april of 1999. Based on the investigation, the need for corrective action is not indicated.